Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Noise was observed at follow-up visit. Noise was detected by the device as a vt/vf event and therapy was aborted due to cessation of noise and return to sinus of the detected rhythm. The lead was capped.